Event description:
The customer reported that approximately five hundred discrepant results were generated on an access 2 immunoassay system. Patient results have not been provided by the customer to date, and therefore, the actual quantity of erroneous results, patients involved, and the assays involved are unknown to date. The customer originally reported obtaining failing estradiol and ostase quality control results on the access 2 immunoassay system. There was erroneous patient results reported out of the laboratory that were questioned by the clinicians. The affect, if any, to the patients is unknown at this time. Beckman coulter inc assessment of customer supplied instrument/assay performance data indicated that a routine system check that was performed after the event failed due to an elevated washed percent coefficient of variation (%cv) and mean. The customer repeated the system check which failed again due to an elevated washed %cv and mean. Subsequently, the customer repeated approximately three thousand six hundred patient samples and it was at this time that they discovered approximately five hundred erroneous results which required corrected reports. Beckman coulter inc assessment of customer supplied instrument/assay performance data indicated instrument estradiol and ostase quality control results were within one to two standard deviation of mean leading up to the event, however, on the day of the event failed to recover within the customer's established limits. Customer provided estradiol and ostase calibration curves generated prior to, and on the day of the event, were accepted as passing and had acceptable %cvs. A ten thousand test maintenance procedure had been performed the evening prior to the event. The samples were aliquoted samples from off-site clinics and hospitals. They were collected in serum separator tubes and centrifuged prior to arrival. Patient specific information was not provided by the customer. Patient comparisons performed between the access 2 immunoassay system and an alternate instrument for six patients indicated that the access 2 immunoassay system generated patient results which were approximately half the value of comparable sample results generated on the alternate instrument in approximately thirty three percent of the cases.

Manufacturer narrative:
(B)(6). Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) cleaned the analytical module and replaced the gripper mixers and peri-pump tubing. The fse also replaced the sample probe and wash nozzle due to a failed carryover test. The fse reviewed the customer's event log and errors. Based upon this review, the fse indicated that it is possible that the instrument experienced a probe crash, however, this was not confirmed. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause has not been determined to date for this event.